Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. At the hospital room, the negative pressure did not work.there was no adverse consequence to the patient.

Manufacturer narrative:
The drain was inspected and found fully functional. No leakage observed.